Event description:
Vascular graft (catalog #435022, and batch #08071) was successfully implanted over one year ago during the first stage of a two part surgery to repair a thoracic aortic aneurysm. During the second (re-intervention) stage of the surgery, after the graft had been in situ for over a year, blood leaked through the graft wall when this section was manipulated. The procedure was completed and the pt returned to the ward. One week later the surgeon reported that the pt died of multiple organ failure.